Manufacturer narrative:
Records indicates this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Records indicate this lead remains in service. If information is provided in the future, a supplemental report will be issued. It was reported the lead was damaged during the explant procedure and was discarded following the procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the rate/sense portion of the lead began exhibiting noise which was oversensed. An increase in pacing impedance measurements was also noted from 600 ohms to 850 ohms. The shock impedance measurements were again noted to be high and out of range. The patient was seen in clinic and noise was unable to be reproduced. A slight increase in pacing capture threshold measurements was also noted. No adverse patient effects were reported. Additional information was received indicating the patient later received inappropriate therapy. A fracture at the lead yoke was suspected. The lead was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Records indicates this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. It was reported the lead was damaged during the explant procedure and was discarded following the procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The lead was returned severed 115 millimeters (mm) from the terminal pin. Two segments were returned with a total length of 535 mm. It appeared a portion of the midbody of the lead and/or insulation was not returned. An x-ray confirmed fractured conductors near the proximal end approximately 430-440 mm from the lead tip; consistent with cyclic fatigue.

Event description:
Additional information was received indicating the rate/sense portion of the lead began exhibiting noise which was oversensed. An increase in pacing impedance measurements was also noted from 600 ohms to 850 ohms. The shock impedance measurements were again noted to be high and out of range. The patient was seen in clinic and noise was unable to be reproduced. A slight increase in pacing capture threshold measurements was also noted. No adverse patient effects were reported. Additional information was received indicating the patient later received inappropriate therapy. A fracture at the lead yoke was suspected. The lead was successfully explanted and replaced. It was noted the lead was damaged during the explant procedure and was discarded following the procedure. No additional adverse patient effects were reported. It was previously reported that the lead had been discarded following the procedure, however the product was subsequently received for analysis.

Manufacturer narrative:
Records indicates this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Records indicate this lead remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable defibrillation lead exhibited gradually increasing shock impedance measurements, including high out of range measurements. A commanded shock was delivered which yielded an acceptable shock impedance. Boston scientific technical services (ts) discussed the increased shock impedance may be due to calcification on the lead. No additional adverse patient effects were reported. Additional information was received indicating the rate/sense portion of the lead began exhibiting noise which was oversensed. An increase in pacing impedance measurements was also noted from 600 ohms to 850 ohms. The shock impedance measurements were again noted to be high and out of range. The patient was seen in clinic and noise was unable to be reproduced. A slight increase in pacing capture threshold measurements was also noted. No adverse patient effects were reported.

Manufacturer narrative:
Records indicates this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable defibrillation lead exhibited gradually increasing shock impedance measurements, including high out of range measurements. A commanded shock was delivered which yielded an acceptable shock impedance. Boston scientific technical services (ts) discussed the increased shock impedance may be due to calcification on the lead. No additional adverse patient effects were reported.